Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that prior to replacement, impedances were checked and electrode 14 was greater than 10,000 ohms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the old ins was returned and was shipped already. The rep used the mailer kit and did not have tracking information. The cause was not determined, the lead would not fully insert.